Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had ventricular arrythmia and ventricular tachycardia episodes stored that appeared to be atrial driven. Technical services (ts) confirmed the patient received anti-tachycardia pacing (atp) and shocks that might be inappropriate therapy. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had ventricular arrythmia and ventricular tachycardia episodes stored that appeared to be atrial driven. Technical services (ts) confirmed the patient received anti-tachycardia pacing (atp) and shocks that might be inappropriate therapy. This ICD remains in service. No adverse patient effects were reported. Additional information indicated that the health care professional (hcp) called and requested a review of the data since the patient had multiple atp and shocks events due to non-sustained ventricular tachycardia (nsvt). Technical services (ts) found that there was a data issue as the device used the storage to record lower priority events. Reprogramming was recommended. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.